Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor failed incoming testing. The monitor's electrode belt connector pulse pins were damaged. Additionally, the connector on the defibrillator board was damaged. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor failed incoming testing.